Event description:
As reported, during an open umbilical hernia repair procedure, a ventralex st patch was implanted on (B)(6) 2024, beyond labeled expiration date of 28-dec-2023. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue.

Manufacturer narrative:
As reported, an expired ventralex st patch implanted beyond labeled expiration date. There was no adverse outcome associated with the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error, with no malfunction of the device. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.